Event description:
(B)(4). Approximately 2 months after I had the essure placed, I began having extreme pain on the right ovary. My doctor told me that it was normal. Approximately every other month since then on the right side, around ovulation time, I have extreme pain. In addition to this, I have since had cysts several times on my right ovary. I also experience sharp, stabbing pain in the right ovary area at other random times outside of my ovulation period. The pain is so intense that it causes me to double over in pain. Also, I have been experiencing significant abdominal bloating, intense headaches that feel like a shock in my brain, pain during intercourse, pain in my pelvis, unexplained swelling in my legs and feet. I also have night sweats and hot flashes, extreme mood changes and extreme irritability. I am constantly fatigued. I am currently going thru a workup with my new physician and hopefully will have essure removed soon.

Event description:
(B)(4). Stabbing pain in vagina at random times. Totally irregular periods. Extremely heaving bleeding with excessive clots and weird fiber looking things. Fingernails with severe ridges and white at the base has increased. Continual nausea. Brain fog, difficulty concentrating, tooth decay, difficulty sleeping. New dr (B)(6) essure could be an issue. Lost insurance so unable to remove at this time.